Manufacturer narrative:
The device was not available for return and evaluation. The lot device history records were reviewed and confirmed that all global requirements were met. Additional medical documentation has been requested but not received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported a patient had a crosslinking surgery to treat his keratoconus. As treatment for the surgery, a therapeutic contact lens was placed on the eye to protect the cornea for three days. Patient was also treated with corticoid and artificial tears. Seven days after the surgery, the patient was hospitalized due to developing a central corneal abscess with visual acuity decreased from 5/10 to 2/10. The hospital administered fortified eye drops (ticarcilline, amikacine, vancomycine), and tobradex. Sampling of the abscess was performed and the results are not available. Additional medical documentation has been requested but not received.